Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer had experienced hyperglycemia with blood glucose level of 433 mg/dl and also the discoloration of the tubing. Customer was treated with insulin pump. Troubleshooting was assisted. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer was not in emergency room, nor admitted into hospital and nor emergency medical service was dispatched as a result of high blood glucose level. Auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.